Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the instrument sheath.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that an unidentified instrument protection cover had remained on the instrument tip or part of the cover had been torn off. The procedure was completed with no reported injury.